Event description:
It was reported that during a water vapor therapy treatment, the device was too short for the anatomy of the patient, and physician could not have known before the procedure. The delivery device didn't have any damages. The patient was under local anesthesia and the procedure was cancelled. The attempts to reach the patient bladder created trauma in the urethra thus causing bleeding in the urethra. The bleeding was stopped by installing a catheter with pressure. No further patient complications were reported.

Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k190093, k191505 - reported here as PMA # exceeded character limit for designated field. The device is not available for analysis since the device was reported as contaminated and not returning to boston scientific for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and revealed that the reported symptom of blood loss was listed in the IFU. The DHR review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of blood loss was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. No device malfunctions were reported, and this event is most likely related to the anatomy of the patient. Based on information available, a conclusion code of adverse event related to patient anatomy and/or condition.